Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device went into backup vvi after cybersecurity firmware update failed. Patient was symptomatic with pacemaker syndrome. The device was restored successfully. Patient will continue with regular follow-up.